Event description:
There was no one-way valve in the 8 fr. Iab blister tray with the balloon. Another iab user carton was opened for the one-way valve and the first iab was used. No product was returned for evaluation. Event complications: unk - reported 9/25/98. Pt's current status: unk - reported 9/25/98.